Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that the cassette is not attached properly even when it was attached. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A high alarm was displayed in the event history log. Testing involved attaching a cassette and performing functional test which passed. The issue was not duplicated. The downstream occlusion sensor was replaced as prevention.